Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was mounted by the specialist and got stuck when turning the plunger. When it was removed from the injector it was cracked and another lens was implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6 and h.11. The product was returned for analysis. Intra ocular lens (iol) returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. There are two large fractures or cracks in the optic. There are loose fibers adhered to the haptics. The iol met specifications when dimensionally measured for edge thickness and plan view. Company cartridge sent to company site for evaluation. A used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. Viscoelastic was only observed at the loading area. A scrape mark observed which started at the loading area top. In addition, the tip had scrape marks on the top and bottom. The cartridge had evidence of placement into a handpiece. The observed damage may have been caused by the plunger and/or forceps. The damage to the tip may indicate the plunger/lens were not in acceptable position for advancement or it may have been caused when the facility removed the lens from the device. The used company cartridge was cleaned for further evaluation. The cartridge met specification for the presence of top coat, excluding the damaged areas. Principal, manufacturing science & technology engineering: evaluated physical sample. No manufacturing issue found. The root cause may be related to failure to follow the instructions for use (IFU), no viscoelastic was observed except at the loading area. Topcoat dyes stain testing was conducted with acceptable results for the presence of topcoat. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degree fahrenheit (64 degree fahrenheit) and 23 degree centigrade (73 degree fahrenheit). If the operating room temperature is too low (< 18 degree centigrade / 64 degree fahrenheit) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).